Event description:
Pt reported that a fluoroscopy showed that the access port was disconnected. When surgery was performed to connect the tubing to the port, it was discovered that the access port was cracked and the access port was then replaced.